Event description:
Patient¿s legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in operative notes and a review of invoice history found the initial right total hip arthroplasty occurred on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2009 due to pain and cup loosening. The acetabular cup, modular head and taper insert were removed and replaced with m2a implants. There have been no further revision procedures reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 3 of 5 MDR's filed for the same event (reference 1825034-2012-02158 / 02159 & 2014-00715 / 00716 & 00723).